Manufacturer narrative:
(B)(4). Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided. Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that seven (7) years, nine (9) months post-implantation of this 27mm bioprosthetic aortic heart valve, a 26mm transcatheter valve was implanted (valve-in-valve) due to mitral stenosis. The procedure was a success with no complications.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
Edwards received additional information that this 27mm surgical valve failed due to critical mitral stenosis (mean gradient = 22 mmhg), secondary to severe calcification. Post-transcatheter implant, the mean gradient reduced to 1 mmhg.